Event description:
Caller reported a malfunction occurred on the pump but did not experience any notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Initially, cts provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. Later, when the issue recurred, cts decided to replace the pump. The customer was informed that a replacement pump with updated software would be sent, and relevant training would be available. The customer acknowledged all instructions including returning the defective pump within 10 days using a pre-paid label.